Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic examination of the tip was performed and no issues were noted. An examination of the shaft found a break in the hypotube. The break was located at 685mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system during device use. The balloon folds were relaxed which may have occurred after the balloon protector was removed from the device. Traces of blood were also observed on the balloon. The balloon and blades of the device were visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28sep2016. It was reported that a difficulty crossing issue occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery (lad). A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the device was unable to cross the lesion. The procedure as completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed a broken hypotube.